Event description:
It was reported that a patient implanted with an Artificial Urinary Sphincter (AUS) experienced recurrent urinary incontinence. A surgical procedure was performed, during which tissue atrophy was identified. No device related issues were noted. To address the condition, a new cuff, pump, and pressure regulating balloon (PRB) were implanted. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.